Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "he also reported a power adaptor with lot # 0915 that the case comes off and you can see the wires because of it. The problem happen when they unplugged the power adaptor. He wants a replacement for this power adaptor. Delay in therapy: no; need for medical intervention: no; human harm: no. "